Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was unidentified brown tissue in the tube. The coating on the electrode looked damaged and eschar remained on the tip of the electrode. It was reported that the device caught fire, the insulation of the device was damaged and the device melted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: warning - tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments ¿ eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast reduction surgery, the edge coated blade of the sep6015 caught fire. The melted insulation did not fall apart and did not fall into patient's cavity; it seemed to disappear/vaporize. No physical parts came off of the blade. The blade looked white the fact that the coating caught fire. This happened working with the pure cut mode at 50 watts in the breast fatty tissue. The flame was not big and went out pretty soon. It started during normal use of electrosurgery in the mentioned settings and ended after waiting for a small instant and waving the pencil that caused the small flame to go out. No further action was needed. There was no patient injury.